Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of an anaphylactic episode and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of anaphylactic reaction, swollen tongue and chin, constricted airway and ulcerations on the tongue. The patient reported visiting the ER due to the reported symptoms. The patient reported being prescribed medications (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently fine. The treating doctor considered the event was life threatening to the patient.